Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. Electrical tests did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Additional information: b5, b6, and h6.

Event description:
New information received notes that the lead failed to capture, and dislodgement was confirmed upon x-ray.

Event description:
It was reported that a patient presented with dislodgement noted on the patient's left ventricular lead, the lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.